Manufacturer narrative:
The device was not returned to olympus for evaluation and the cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the user's facility reprocessing practices and to provide reprocessing training if necessary. To date, the ess in-service has not been scheduled. Olympus has made multiple follow up attempts to obtain additional information regarding the reported event however, no information was obtained.

Event description:
Olympus received a legal document on june 24, 2016 which alleges that a patient was infected with a drug resistant bacteria after he underwent multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v duodenovideoscope in (B)(6) 2014 and expired on (B)(6) 2015.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings and to update the following: date received by MFR., type of reports, and if follow-up, what type?. The ess visited the account on august 1, 2016 and provided a reprocessing in-service training. No reprocessing deviations were noted during the in-service.